Event description:
It was reported that an ilet user experienced hyperglycemia after a meal, with a sensor glucose of 275 mg/dl approximately 30 minutes postprandial and a confirmatory fingerstick of 249 mg/dl; the user had announced the meal and was advised to wait an additional hour to confirm downward trend and insulin action. Symptoms included no reported clinical manifestations. Outcomes included continued monitoring with no alarms, no hospitalization, and no medical intervention beyond education and troubleshooting. Investigation included user guidance on postprandial hyperglycemia assessment and confirmation of glucose by fingerstick. Investigation of this case revealed no device alarms or malfunctions, no component issues identified, and a likely postprandial excursion with insulin action pending. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.